Manufacturer narrative:
After the procedure, the hospital discarded the product. Based on the reported complaint, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. (B)(4).

Event description:
The hospital reported that during the endoscopic vein harvesting procedures, short port btt black inflation valves dislodged. As a result, the balloons would not remain inflated. Replacement kits were used to complete the procedures. The hospital did not report any patient complications. The rn told the maquet sales representative that there have been numerous occasions with the short port btt black inflation valves dislodged. However, the hospital has only three device lot numbers to report and it was not known how many procedures or date of events. Since it is unknown the date of event(s), the quantity used in each event, all three will be tracked under one case. This report is for the second device.